Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd vacutainer® eclipse¿ blood collection needle malfunctioned as "the eclipse safety device broke off of the needle". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. However, follow up with the customer indicated that the issue was a result of improper activation of the safety shield by the user. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use a bd vacutainer eclipse blood collection needle malfunctioned as " the eclipse safety device broke off of the needle. There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd vacutainer® eclipse¿ blood collection needle malfunctioned as " the eclipse safety device broke off of the needle, .there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: no.